Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were with the patient, and it was near impossible to get better coupling (it was low) than what they did which was odd since the patient was a very thin lady and hardly moved the whole time. The rep confirmed the neurostimulator was flush and level to the surface of the skin. Other recommendations were provided to the rep including verifying charging speed on the wireless recharger, monitoring and looking at recharging stats to see if there was improvement, and possibly replacing the recharger if the issue wasn¿t resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced issues with charging, including extended recharge times and variability in charging times across different sessions. The charging duration was noted to be longer when the coupling was "good" instead of "excellent," and there were instances where the patient's recharger appeared inactive after reaching full charge. Technical services reviewed the data and forwarded it to the engineering team for further analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they gave the patient a new recharger, and sat with the patient while recharging. There was improvement. When charging the ins on (B)(6) 2025, the ins was charged to 90% and each interval did not exceed 8 minutes. The total time took 47 minutes. Before starting the recharge, the duration of the 40% last time was 23 hours and took 9 minutes to recharge to get to 50%. This time it was 12 hours at 30% and took 3 minutes to recharge to get to 40%. It took the battery six days and a couple of hours to come down from 90% on 1/2 to 30% on (B)(6) 2025. We would really like to know their findings. They will probably be recharging the battery again in a couple of days. On (B)(6) 2025, they charged the ins to 90%, and this time each 10% interval did not exceed 12 minutes. Total charging time was 53 minutes. Before starting the recharge, the duration of the 40% last time was 15 hours and took 10 minutes to recharge to get to 50%. This time it was 23 hours and took 9 minutes to recharge to get to 50%. It took the battery six days to come down from 90% on (B)(6) to 40% on (B)(6) 2025. On (B)(6) 2024, the ins was charged to 90%; this time each 10% interval did not exceed 10 minutes and total charge time was 49 minutes. Before starting the recharge, the duration of the 40% last time was about 17 hours and took 5 minutes to recharge to get to 50%. This time it was 15 hours and took 10 minutes to recharge to get to 50%. It took the battery five days and 20 hours to come down from 90% on (B)(6) to 40% on (B)(6). For the next charge time described, each 10% interval did not exceed 9 minutes. Charge time was 41 minutes. Before starting the recharge, the duration of the 40% last time was 11 hours and took 12 minutes to recharge to 50%. This time it was about 17 hours and took 5 minutes to recharge to get to 50%. It took the battery six days to come down from 90% on (B)(6) to 40% on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Per analysis by engineering, the coupling status for the majority of all stats showed patient was consistently charging in the good range and very minimally in the excellent range. From the data, patient fell into the good range for 1.9 hrs. Guidance was provided to patient to ensure they are achieving excellent connection to improve the charging time.